Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required emergency medical attention on (B)(6) 2026, due to hypoglycemia. It was noted the patient¿s school contacted paramedics because they were unable to increase the patient¿s blood glucose (bg) levels, which were reported as below 54mg/dl. Reported symptoms included flushing and sweating, along with persistent low bg readings confirmed at the school. The caller stated that paramedics treated the patient with oral carbohydrates until bg levels began to rise.